Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported by hospital to have been discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, the patient's annulus was reported to have a large amount of calcification and friable tissue which may have contributed to the event; however, based on information received root cause of event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 29mm mitral pericardial valve was explanted at implant due to one of the struts being outside of the annulus. The patient had a large amount of calcium in the annulus particularly at the posterior annulus particularly at the posterior annulus. The anterior leaflet was substantially excised leaving chordal attachments at each end to the papillary muscles. A 29mm mitral valve would still not fit. "The patient was quite large, therefore, 2 incisions were made in the posterior leaflet which allowed a 29mm sizer to fit snugly." The 29mm was implanted at which time it was identified that the valve was not seated properly and the valve was not functioning. One of the struts appeared to be outside the annulus, it was not possible to reposition the valve so it was explanted. A second 29mm unknown model valve was then implanted. "It should be noted that the annulus was somewhat disrupted at this time, because the destruction of the tissue planes from the 1st valve." It was learned that the patient was found to have large perivalvular leak. The perivalvular leak was repaired by folding the posterior atrium over the posterior suture line. As patient was being rewarmed it was identified that there was blood coming from the back of the heart. Patient was found to have av groove dissection and large hematoma that could not be repaired as the patient has had two previous valve replacements and fragile tissue. No repairs could be performed. The patient expired in the operating room (o.r.).